Event description:
The physician was trying to obtain right femoral vein access. The pt had a 7 french sheath already in the right femoral vein and the physician needed to put another sheath in. He obtained needle access and used fluoro to advance the wireguide. It appeared to have gotten wrapped around the sheath that was currently in place. They removed the 7french sheath hoping to untangle the wire, but that maneuver didn't appear to do anything. The wire still looked the same. It was all bunched up. The physician then pulled the wire out and it broke off. The physician performed angiograms to confirm that the wire is not in the vascular system. There is about 1 cm of wire in the tissue tract. The physician tried to remove this piece of wire but was unable to remove it without some major cut down so part of the wire remains in the pt. The wire piece remains in the pt.

Manufacturer narrative:
No product was received to assist in this investigation. Based upon the info provided it is possible the device met with resistance beyond its intended capabilities or it may have occurred if the wire guide came into contact with the bevel of the needle during the initial placement, and/or withdrawn through the needle. We do advise per out caution label affixed to the wire guide holder that withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. However, the appropriate individuals have been notified and we will continue to monitor for similar events.